Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and could not duplicate the reported issue. The cause of the reported issue could not be conclusively determined. The customer was provided with a replacement device.